Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced st elevation multiple times. A coronary angiography was performed and a coronary vasospasm was diagnosed. A vasodilator was administered which resolved the st elevation. The case was completed with cryo. No further patient complications have been reported as a result of this event.